Manufacturer narrative:
(B)(4). It was reported that patient may require a revision procedure due to unknown reasons. However, no revision has been reported to date. Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It was reported that patient may require a revision procedure due to unknown reasons. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a left knee revision due to instability. The tibial bearing was noted to be worn and was replaced along with the locking bar.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated radiographically and the reported event was confirmed. X-rays were received and evaluated by mmi. It was noted that there is a suspicious loosening of tibial component, loosening and osteolysis due to radiolucencies of femoral component and possible medial femorotibial compartment polyethylene wear. The device history records could not be reviewed as the lot number of the devices is unknown. A review of the complaint history could not be performed as the part and lot numbers of the devices are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. This report is number 1 of 3 mdrs filed for the same patient (reference 0001825034-2017-03315 / 07683 / 07684).